Event description:
The customer reported ind (indeterminate) troponin I flags on four patient samples involving the unicel dxc 600i synchron access clinical system. The customer retested three of the samples, on the same instrument, and the results were 0.00 ng/ml. The fourth sample was retested and generated an ind flag result. The customer performed system check and it failed due to a low substrate mean. System check was then retested and the substrate mean passed. There were no system errors on the event log. No erroneous patient results were released out of the laboratory. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) rebuilt the instrument wash pumps and adjusted ultrasonic voltages but the issue remained. The fse then replaced the substrate pump and resolved the issue. System check and high sensitivity system check results passed within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a faulty substrate pump is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue.